Event description:
Per the surgeon's report, this patient's device was explanted in 2006 due to "mislocation due to tip foldover" during electrode insertion. A new device was implanted the same day.

Manufacturer narrative:
This is the final report.